Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad stopped alarm was logged by controller serial number (B)(4) on (B)(6) 2016 at 09:17:37 hours, it was most likely due to disconnection of the pump from the controller. Additionally, the controller had occurrences of switching events that were identified via log files prior to the 25% threshold. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The following batteries were connected to the controller during this portion of the premature switching events: (B)(4). Analysis revealed that the device passed visual examination and functional testing; no issues were observed with the mechanical or electrical connection between the controller and batteries. Additionally, the led gauges worked as intended. The reported event could not be duplicated at the bench level. The premature switching events were most likely caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. The manufacturer has opened an internal investigation to evaluate communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Per the vad equipment manager, the patient was seen in clinic on (B)(6) 2016 and stated that after he removes a battery from port #1 on his primary controller then replaces it, it does not register immediately. The patient hears a single audible tone, but the fuel gauge will not illuminate for a few seconds. The controller will then toggle over and run off of the power source on port #2 prior to the fuel gauge illuminating on port #1. Patient states that this occurs with all batteries and that he believes it is the controller connection. Denies any pump off time because of it or any other alarms. Denies any damage to the controller and no bent pins were noted. The site decided to perform an elective controller exchange in which the patient tolerated well with minimal pump off time. The patient was issued a new primary controller. Controller will be returned. No further information was provided.